Event description:
It was reported that a malfunction occurred with the pump, specifically displaying malf 12. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that the pump was still under warranty and arranged to replace it. The customer was instructed to use multiple daily injections as a backup therapy to ensure insulin delivery continued without interruption. They were guided on how to put the pump into storage mode and instructed to return the problematic pump using a pre-paid label within ten days. The customer understood and acknowledged these instructions.